Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, rising impedance values and oversensing with noise were observed on the right ventricular (rv) lead. The rv's electrode was noted as being dislodged from the cardiac tissue. During the replacement procedure, the right atrial (ra) lead was inadvertently cut by the physician. The rv and ra lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.